Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive result and one negative result. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer tested positive with other test and was taking this test to make sure. Went through test and phone died right before results popped up. I asked to go back into the app to see if the results did register, and they did and they were negative.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive result and one negative result. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: customer tested positive with other test and was taking this test to make sure. ... Went through test and phone died right before results popped up. I asked ... To go back into the app to see if the results did register, and they did and they were negative.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer tested positive with other test and negative¿ with the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.